Event description:
It was reported that this pacemaker had entered safety core. This pacemaker was explanted and replaced as part of an advisory. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker had entered safety core. This pacemaker was explanted and replaced as part of an advisory. No additional adverse patient effects were reported.